Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00127. Concomitant medical products: pectus system defazio 13 ti pectus bar, part# pt-2872, lot# 885100. Pectus system defazio 13.5 ti pectus bar, part# pt-2873, lot# 885110.

Event description:
It was reported that a patient underwent a revision surgery approximately one year following implantation of two custom pectus bars. The patient was involved in a car accident and the bars needed to be re-positioned. The re-operation was successful and the patient is doing well. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed as there was a revision surgery. The pectus bars remain implanted and were not returned for investigation. The DHR was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. The most likely underlying cause of this complaint is patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.